Event description:
A stellarex device was used in a severely calcified sfa lesion. During inflation at 12 atm (rbp: 16 atm) for 1 minute and 30 seconds, the balloon ruptured. A non-stellarex device was used to complete the procedure. No patient injury reported. Two days post procedure, the patient expired due to existing comorbidities and cardiopulmonary arrest; unrelated to the angiosculpt device. This product problem is being submitted per FDA request because the balloon ruptured below rbp.

Manufacturer narrative:
Block h3: the stellarex device was discarded by the facility, thus no returned product investigation was performed. Based on the complaint details, a probable root cause may be due to lesion morphology (severely calcified lesion). Block h6: per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.